Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided. This event is related to MDR # 1810909-2020-00031.

Event description:
The customer from (B)(6) reported that he obtained blood glucose readings of 134 mg/dl on the contour xt meter and 75 mg/dl on the contour next meter. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips were retuned. It was found that the returned meter had units of measurement set in mmol/l, not mg/dl as indicated by the customer. The customer incorrectly read the units of measurement as mg/dl and misinterpreted reading of 7.5 mmol/l (~136 mg/dl) as 75 mg/dl. When the reading obtained in mmol/l on the meter is converted to mg/dl, it matches with the comparison reading obtained on the contour xt meter. Therefore, the meter was performing as expected. An in-house testing was performed using the returned meter with in-house contour next test strips from lot # 8lpeg02b, which gave satisfactory performance.